Event description:
It was reported that during the priming process, leakage was observed at the sampling port of blood inlet side. The oxygenator was replaced. No patient injury was reported. Ref.: (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and corrective action for the device described in this report. A supplemental medwatch will be submitted if additional information becomes available.